Event description:
The patient presented in clinic with phrenic nerve stimulation. The device was interrogated and there was a decrease in sensing and impedance with a loss of capture on the right ventricular (rv) channel. It was suspected that the event was due to a perforation of the rv lead. Diagnostic imaging was performed but was unable to confirm a cardiac perforation. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead revealed no anomalies with the exception of procedural damages. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification.